Event description:
The pt returned to the hospital in 2008 with restenosis of the target lesion in the left superficial femoral artery (sfa) and recurrence of claudication. The pt is a male. The index procedure took place in 2007. The target lesion was the left superficial femoral artery (sfa). The lesion was described as calcified. Lesion length was 20 cm. A dissection occurred after pre-dilatation at the lesion site. There was no dissection outside the stented area. The target was a fairly long lesion and, ideally, the physician would have chosen two 12 cm stents to treat the lesion. However, just one 12 cm stent was available. The physician attempted to treat the lesion with a 10 cm and a 12 cm device in order to remain within the protocol, but in doing so, left the bottom end of the lower stent a little short of the ideal location, he decided to cover the 5 mm segment of moderate stenosis distal to the initial stents. There was no difficulty placing the stents in the lesion. No significant stenotic disease was left untreated. Percentage of stenosis after stent implantation was 10%. There was no dissection reported after stent implantation. The pt was discharged in the next day. The pt returned to the hospital in 2008 with restenosis of the target lesion. Action taken: angioplasty of the target lesion.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three cordis products involved with this event which is associated with mfg. Report # 9616099-2008-01223, 9616099-2008-01224, and 9616099-2008-01225.